Event description:
It was reported that a user replacing a freestyle libre 3 plus sensor for the first time with the ilet received a pairing failed alert, then rescanned the sensor and observed a sensor warmup countdown, indicating successful pairing after guidance. No adverse clinical symptoms were reported. Outcomes included no medical intervention or hospitalization and restoration of expected sensor warmup behavior. User support included customer service troubleshooting and education with verification of proper sensor scan and menu status on the ilet. Investigation of this case revealed that the device functioned as designed after user guidance, indicating an initial pairing difficulty consistent with use error or incomplete setup rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction issues during setup.